Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that a pharmacy employee stole morphine and replaced the drug with methadone. Seventeen patients were affected by this and everyone was reportedly paralyzed. No interventions, outcome, or patient identifiers were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.